Manufacturer narrative:
Addr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device system was explanted and later replaced due to infection. No further patient complications have been reported as a result of this event.